Event description:
The customer reported inconsistent pad / paddles messages in the timed event summary. There was no report of pt involvement.

Manufacturer narrative:
The customer reported inconsistent pads / paddles messages in the timed event summary. There was no report of pt involvement. The device was evaluated at philips and the symptom was confirmed. There was an incomplete electrical connection between the therapy cable and therapy connector. Replacing these parts resolved the issue.